Event description:
It was reported that 337 days following a coronary artery drug eluting stenting procedure, the pt experienced rectal bleeding. The index procedure was staged over two days and identified four target lesions. The pt was given integrilin during the procedures. The first procedure identified target lesion one as a de novo lesion of the mid lad (left anterior descending), measuring 2.5x16mm, 80% stenosed, mildly calcified, and mildly tortuous. Target lesion one was pre-dilated using an angioplasty balloon at 14atm, reducing the stenosis to 30%. This taxus express2 2.5x20mm stent was deployed at 10 atm and post-dilated at 12atm resulting in 0% residual stenosis and a timi flow of 3. Target lesion two was identified as a de novo lesion of the prox lad measuring 3.0x16mm, 99% stenosed, mildly calcified, and mildly tortuous. Target lesion two was pre-dilated using an angioplasty balloon at 14 atm, reducing the stenosis to 30%, and a taxus express2 3.0x20mm stent was deployed at 10atm and post dilated at 16atm resulting in 0% residual stenosis and a timi flow of 3. Two days later, two add'l target lesions were identified and treated. Target lesion three was identified as a 90% stenosed de novo lesion of the 1st om (obtuse marginal) measuring 2.5x12mm. Target lesion three was pre-dilated using an angioplasty balloon at 8atm, reducing the stenosis to 40%. A 2.5x16mm taxus express2 stent was deployed at 10atm and post dilated at 14atm resulting in 0% residual stenosis and a timi flow of 3. Target lesion four was identified as a 95% stenosed de novo lesion of the 1st diagonal. Target lesion four was pre-dilated using an angioplasty balloon at 10atm, reducing the stenosis to 40%, and a taxus express2 2.5x8mm stent was deployed at 11 atm and post dilated at 14atm resulting in 0% residual stenosis and a timi flow of 3. The pt was discharged on the following day after spending three days in the ICU. The pt experienced rectal bleeding 337 days following the initial index procedure. The pt presented to the ER eight days following a colonocsopy. The pt had experienced an episode of explosive bright red blood per rectum associated with some lower abdominal cramping. An hour later, he had a repeat episode. Following a third episode the pt went to the ER. While in the ER, the pt fainted and had four episodes of red blood per rectum. The pt was hypotensive with blood pressure of 76/30 and pulse of 82. Another colonoscopy was performed because of the bleeding. A combination of epinephrine injection and apc was used with cessation of bleeding. The pt was hospitalized for four days, required six blood transfusions and an adjustment of his medications to resolve the rectal bleeding. According to the admission summary, the pt discontinued plavix once admitted to the ER. Once discharged, he was to avoid aspirin, plavix, and nonsteroidal medications as a result of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info becmoe available; a supplemental medwatch report will be filed.